Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/ moisture) issue. The reporter alleged that the ok, up arrow and down arrow keypad buttons were under responsive. It was reported that there was evidence of moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/28/2014 with the following findings: the pump was returned with a peeling keypad cover. During testing, all of the keypad buttons were under responsive. The keypad cover was removed and no contamination was found under any of the keypad button contacts. The leak test failed due to a display lens leak, and there was evidence of moisture behind the display lens. The pump was opened and moisture was observed around the keypad flex connector and internal components of the pump.